Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. It was confirmed that a fresenius regional equipment specialist (res) replaced the motherboard to resolve the issue and return the machine to service.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had smoke coming from a motherboard capacitor when the machine was powered on. A patient was starting their treatment on the machine, and they were moved to another machine, where they completed treatment with no blood loss, no harm, adverse event, or medical intervention. The machine has 145 hours on it, and the motherboard was the original fresenius part on the machine. It was later confirmed that a fresenius regional equipment specialist (res) replaced the mother board to resolve the issue and return the machine to service.